Event description:
During an arthroscopic shoulder procedure, surgeon was using a 4mm formula barrel bur. After approximately 15 minutes of use to decompress bone in shoulder, the surgeon noted that the bur was burning the bone. The bur was removed and replaced. The bur was noted to be a reprocessed product. No patient injury or complication.